Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported this right atrial (ra) lead exhibited a change in the sensing vector from bipolar to unipolar configuration with a lead safety switch message triggered. An inquiry regarding the reason for the change in the sensing vector was requested, and insulation or a fracture was suspected. In addition, the atrial lead caused lots of anti tachycardia response events due to noise. The device was reprogrammed to the bipolar sensing vector and the patient was discharged. No adverse patient effects were reported. The lead remains implanted.